Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons were noted to be unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Leak testing revealed a leak at the display lens. The pump was disassembled for investigation and revealed moisture contamination inside the pump, on the display flex cable and the keypad flex connector.

Event description:
The patient contacted animas on (B)(6) 2012 and reported that the keypad buttons were unresponsive after water exposure. The patient noted visible moisture behind the display screen. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.